Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The stent was returned for analysis and no issues were noted with the profile of the stent. The clear outer sheath of the catheter was kinked at several locations along its length. During the analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. The inner shaft was kinked along its compressed area. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the (B)(4) protocol. The most probable root cause of this investigation is anticipated procedural complication as pain and stent migration are listed in the dfu for this product as potential complications associated with the use of this device.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. The reported event of stent migrated. Study: (B)(4). Foreign source: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6), 2011, as part of the (B)(4) clinical trial. According to the complainant, the patient underwent a liver transplant on (B)(6), 2010. A pre-study stent placement cholangiogram on (B)(6), 2010 revealed a mid biliary stricture. On (B)(6) 2011, liver function test were recorded and no baseline biliary obstructive symptoms were assessed. On (B)(6), 2011 a 10mm x 80mm wallflex stent was deployed in satisfactory position across the stricture. A sphincterotomy was not performed prior to this procedure; however, a sphincterotomy was performed during the study stent placement procedure. The subject was treated as an inpatient and was discharged on (B)(6), 2011. On (B)(6), 2011 the patient presented with severe right upper quadrant pain and was admitted to the hospital. On (B)(6), 2011, the patient underwent reintervention to treat the pain and reintervention revealed that the study stent had migrated. The study stent was removed from the patient and another stent was placed without complications. The patient was discharged on (B)(6), 2011 and the event outcome is considered to be resolved.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the common bile duct of a patient, on (B)(6), 2011, (B)(4). According to the complainant, the patient underwent a liver transplant on (B)(6), 2010. A pre-study stent placement cholangiogram on (B)(6), 2010 revealed a mid biliary stricture. On (B)(6), 2011, liver function test were recorded and no baseline biliary obstructive symptoms were assessed. On (B)(6), 2011 a 10mm x 80mm wallflex stent was deployed in satisfactory position across the stricture. A sphincterotomy was not performed prior to this procedure; however, a sphincterotomy was performed during the study stent placement procedure. The subject was treated as an inpatient and was discharged on (B)(6), 2011. On (B)(6), 2011 the patient presented with severe right upper quadrant pain and was admitted to the hospital. On (B)(6), 2011, the patient underwent reintervention to treat the pain and reintervention revealed that the study stent had migrated. The study stent was removed from the patient and another stent was placed without complications. The patient was discharged on (B)(6), 2011 and the event outcome is considered to be resolved.